Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi and 395 mg/dl. The customer's expected fasting blood glucose test result range is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is two months. The meter memory was reviewed for previous test result history: (B)(6). Customers wife did state that husbands blood glucose tends to run up to 200 mg/dl in the mornings at a fasting level. Customer was asked on numerous occasions if he was feeling well and if he was having any symptoms and customer replied no.